Event description:
Facility leases, per month, 60 of these devices. Approx 6-8 fail to the point that they must be returned to the MFR. Usually the same problems occur repeatedly. Rptr questions quality assurance program of co.